Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with unknown mentor saline breast implant experienced left-sided implant deflation postoperatively. Deflation was diagnosed via physical examination. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Mentor received additional event information regarding patient details and date of the event, and that the patient underwent replacement with 475cc mentor smooth round moderate profile saline breast implants, catalog # 3501680, left lot-serial # (B)(6) and right lot-serial # (B)(6) on (B)(6) 2021. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline breast implant had an area of shell abrasion on the posterior view. Additionally, a tear measuring approximately 0.2 cm was found within the shell abrasion. The evaluation determined that the cause of the deflation is consistent with normal wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The lot number is not available; therefore, the manufacturing record evaluation could not be performed. Manufacturer¿s reference number: (B)(4).